Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a chemotherapy leak had occurred. A continuous infusion rate of 5.4 ml/hr had been administered, with a total reservoir volume of 250 ml fully delivered over a 46-hour period. The event occurred while in use with a patient, no patient injury was reported.